Event description:
It was reported intraoperatively, the surgeon attempted to implant a 23 mm sjm valve (medwatch #3007113487-2011-00003). The valve would not fit and therefore the stent bent and the valve was removed. He then attempted to implant a smaller 21 mm sjm valve; however, the valve would not seat properly and was removed and replaced with another manufacturer's valve which fit eventually, but with some struggle. The surgeon suspects he may have obstructed the rca (the pt was (B)(6)) with the other manufacturer's valve and the pt was slow coming off of bypass. (B)(6) postoperatively the pt expired.